Event description:
It was reported that the backrest actuator stopped working, also that the hinge from the backrest broke off. The patient was transferred to another bed. There was no injury. The product was taken out of use. Photographic evidence provided confirmed the reported failure - a hinge breakage into two half on one side of the bed. It was reported that when the patient was on the bed, the career were trying to raise the patient in the bed, the backrest actuator stopped working. The arjo technician suggested that the failure of hinge, might not have been noticed by the customer.

Manufacturer narrative:
Note: UDI: (B)(4), (B)(6). The device is distributed outside the us and no gudid information exists. It was reported that when the patient was on the bed, the career were trying to raise the patient in the bed, the backrest actuator stopped working. The arjo technician suggested that the failure of hinge, might not have been noticed by the customer. The investigation revealed that factor which could be related to the cause of the hinge breakage could be the hinge had incorrect casting class. The review of service history revealed that the backrest hinges were not replaced before, they were originally fitted during the bed assembly process in september 2017. This means that the product in question was manufactured before the supplier change. To sum up, the device was used for the patient treatment when the failure occurred. Arjo device failed to meet its manufacturer specification since the hinge broke. It was decided to report this complaint to the competent authority as it is considered that hinge breakage may result in a backrest sudden lowering when a load is applied.